Manufacturer narrative:
The tech found the casters were worn from years of use. He replaced three worn brake casters to repair the stretcher.

Event description:
Info received indicates the casters no longer hold when in brake.